Event description:
This patient expired on 10/23/2013. This device was explanted on (B)(6) 2013. Additional information was obtained informing us this patient received 9 shocks at the time of death. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned lead fragment was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings which most likely resulted from the explant procedure, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.